Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paramedics were called and the customer was hospitalized due to a blood glucose (bg) level over 600 mg/dl. In addition, the customer had a heart attack. Customer was unsure if the heart attack was due to the reported issue. Customer was treated with intravenous fluids, and was released from the hospital on (B)(6) 2020. Reportedly, the pump was not fully clipped to the customer¿s belt, which caused the pump to fall when customer stood up. Subsequently, the infusion set cannula fell out. Customer confirmed there was no issues with the pump clip, and the issue was due to user error and not fully clipping the pump to the belt. Reportedly, the infusion sets were changed to address the issue and insulin delivery was resumed.